Manufacturer narrative:
During the device inspection, the reported event could not be duplicated. It was noted during the visual inspection that the sockets on the potted trigger assembly were corroded.

Event description:
It was reported that during a procedure at the user facility, the remb universal driver was still running when fully disengaged. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility, the remb universal driver was still running when fully disengaged. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.